Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (Sc-1132: (B)(4)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg showed high impedances. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.